Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 90 mm diameter abdominal aortic aneurysm. The aortic neck was severely angulated at 45 degrees from right to left and then a bend left to right of 30 degrees and there was high pulsatile pressure. The patient presented to the ER and was symptomatic. It was reported that the stent graft was purposefully placed 1 cm below the renal arteries and excised the aneurysm. Due to the high pulsatile pressure and angulated neck the stent graft was deployed low. The physician decided to implant a 28/28/49 endurant cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved or contraindicated use (stent graft was implanted in a patient with an aortic neck angulation of > 60 deg).